Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30 mmol/l. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because customer had changed her infusion set and reservoir three times, and blood glucose only goes down when she takes a manual correction with a syringe. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.